Manufacturer narrative:
The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the notice of litigation and summons, the surgeon undertook surgical treatment of biopsy proven basal cell carcinoma on the plaintiff's left temple. The plaintiff was administered anesthesia by an anesthesiologist. During the procedure, while the doctor was utilizing a cautery unit, a fire ignited which spread quickly across the plaintiff's face and head, causing severe burns to those areas. Treatment of the alleged injuries and any other devices which may have been used were not reported.